Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/23/2019. H3 device evaluation summary: two unopened samples of product code jv452, lot # mk8dpcr0 were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found.

Manufacturer narrative:
(B)(4). Finished goods records of jv452, mk8dpcr0 have been reviewed and show no deviations; all results meet the specified quality requirements. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. During the suture of the abdominal wall or of the subcutaneous tissue, the needle pulled off from the strand after some tissue passages, without any specific force applied. Another device was used to complete the procedure.